Event description:
The customer reported the generation of erroneous low sodium patient results on their au5800 clinical chemistry analyzer. The customer repeated the sample and obtained a result considered correct by the customer; therefore, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer and identified the probable cause as multiple hardware. The customer performed maintenance, and replaced the sample pot, electrodes, tubing, and sample probe and issue was resolved. As multiple hardware were replaced, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).